Manufacturer narrative:
Pc(B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event was several months ago, exact date unknown, mentioned to (B)(6) person yesterday. Undersized corail stem implanted in a morbidly obese patient - size 11, in patient (B)(6). The stem subsided and they had revision surgery in approximately 1 month with a size 16 corail. Initial stem was unstable and did not achieve fixation.